Event description:
It was reported that the patient's performance has decreased. This patient has also been diagnosed with auditory neuropathy. Integrity testing performed in 2006 showed five open electrodes, but was consistent with normal receivers/stimulator function. A CT scan revealed that the electrode array of the device may be kinked or doubled over. A new device was implanted on the contralateral side in 2006. The old device was explanted 3 months later and replaced the same day.